Event description:
It was reported that the core impaction drill heated up during use. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
Upon disassembly for visual examination, corrosion was found in the nose cone, bearing stop, and motor pins.